Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a perforation, nerve stimulation and diaphragmatic stimulation due to the right ventricular (rv) lead. It was further reported that the right ventricular (rv) lead exhibited loss of capture and had dislodged. The rv lead was explanted and replaced. During the replacement procedure, the right atrial (ra) lead dislodged. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was experiencing chest pain prior.